Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on an unspecified date, the patient presented from a skilled nursing facility with signs symptoms of heart failure, low urinary output, lactic acidosis, and low flow alarms. The patient had a lactate dehydrogenase (ldh) of 2032 u/l. A transthoracic echocardiogram (tte) showed that there was no diastolic flow in the inflow cannula. The customer presumed pump thrombosis. It was reported that the patient was not a surgical candidate for a pump exchange due to co-morbidities. IV heparin and medical management was initiated. Palliative care was consulted when it was determined that the lvad was no longer working and the patient was not responding to medical management. The family withdrew care and the patient expired on (B)(6) 2015. It was reported that the patient's cause of death was multi system organ failure. It was also reported that the patient had a chronic (B)(6) driveline infection, suffered a cerebral vascular accident on (B)(6) 2015, had atrial fibrillation and obstructive sleep apnea (osa).

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Thrombus, heart failure, infection, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.